Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that a 1.1 mm. Ar-8914ds tightrope was used for an (B)(6) 2015 lrti revision procedure. Two weeks post op x-rays revealed that the tightrope did not hold. On (B)(6) 2015 a revision procedure was performed. The original tightrope was removed and surgeon decided to use two ar-8914ds and do a double tightrope repair. X-rays were taken immediately after the procedure and tightrope repair appeared successful. One week later additional x-ray was taken confirming that the double tightropes did not hold. No second revision procedure has been scheduled as yet.